Manufacturer narrative:
Per tandem user guide: "always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin leaked from the septum with multiple cartridges. In addition, it was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during each load sequence. Reportedly, the customer was not performing the air removal technique correctly. Customer loaded a new cartridge to address each issue. Customer's blood glucose was approximately 200 mg/dl.